Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was called via phone insulin pump was dropped and it was exposed to moisture. Blood glucose was 180mg/dl. Troubleshooting was performed. Customer also stated that no delivery alarm was occurred in the insulin pump. The customer was advised to revert back up plan. The product will be returned for analysis.